Event description:
Boston scientific crm received information that this sub-q array was surgically abandoned during a routine device changeout procedure due to damage to the outer insulation. No adverse patient effects were observed.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.